Manufacturer narrative:
(B)(4). Insulin pump received with a pump error loop during boot up, problem isolated to the mother board. Unable to perform self test and displacement test due to pump error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had external flash crc error alarm. The customer stated insulin pump had insulin flow block customer stated they were able to clear the alarm. Customer reported insulin pump did required rewind. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.